Event description:
In 2006, the lay user/patient contacted lifescan (lfs) alleging the one touch ultra meter was displaying `three dashes'. On five days later, the medical affairs specialist (mas) spoke with the patient through an interpretive service to obtain and verify information. On event day, during the day, the patient noted the reported meter was displaying only three dashes when she attempted to test her blood glucose level; she did not obtain a result. The mas confirmed with the patient the three dashes were displayed when she was performing a blood test, not when entering the meter's memory, as was originaly documented. The patient was unaware of how to resolve this issue. According to the owner's booklet for this meter, three dashes will appear immediately after the system check when performing a blood glucose test, indicating no calibration code number has been programmed into the meter. On that day, the patient was experiencing the symptoms of headache, weakness, dry mouth and frequent urination. Between 4:00 pm and 8:00 pm the patient used her backup meter and obtained the blood glucose readings of 554 mg/dl, 519 mg/dl and 444 mg/dl. The patient took her normal oral diabetes medication dose and lay down. At 11:50 pm, a neighbor took the patient to the emergency room where her blood glucose level was tested to be 620 mg/dl. She was treated with a total of 60 units insulin, given in three separate injections. She stayed in the emergency room for several hours, and was discharged in the morning. On the day of the event, the patient had taken her normal meals and medications. The patient takes glipizide 10 mg once per day. The `three dashes' issue was resolved with troubleshooting and patient education. The meter, test strips and control solution were replaced. Although the patient was able to test her blood glucose level in the evening using a backup meter, she had been unable to obtain a blood glucose result on the reported meter while hyperglycemic, and later received medical attention. Therefore this complaint is being reported as an adverse event.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.